Manufacturer narrative:
Additional information: b5: the reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -10.5/1.0/035 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. Reportedly, on (B)(6) 2023 the lens was exchanged for a same model and same length lens due to low vault without rotation. The problem was resolved. The cause of the event was reported as unknown. Additional information stated, "first vertical position". Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -10.5/1.0/035 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. Reportedly, on (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. The cause of the event was reported as unknown. Claim# (B)(4).

Manufacturer narrative:
A4-a6: unk. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -10.5/1.0/035 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault without rotation. The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: h3: device evaluation: d9: return date: 17-jul-2023. H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the haptic torn, broken, and bent with residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).